Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "complaints in the left armpit".

Event description:
Patient reported "complaints in the left armpit" which they have been experiencing for more than 2 years. Patient stated that the lymph nodes are swollen time and again and that "inflammation values are present in every blood sample. Only there was never a connection." Patient reported an irritated or injured pectoral muscle, as well as a shoulder constriction and nerve pain around the nipples and nodules, not device related. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "complaints in the left armpit".

Event description:
Patient reported "complaints in the left armpit" which they have been experiencing for more than 2 years. Patient stated that the lymph nodes are swollen time and again and that "inflammation values are present in every blood sample. Only there was never a connection." Patient reported an irritated or injured pectoral muscle, as well as a shoulder constriction and nerve pain around the nipples and nodules, not device related. The device remains implanted. This record relates to the left side.

Event description:
Patient reported left side rupture and "granulomatous lymphadenopathy of a left axillary lymph node. The finding corresponds most closely to a foreign body reaction".

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.